Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer and his daughter reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 35 mg/dl at the time of incident and the current blood glucose level was 89 mg/dl. Customer had symptoms related to shaking, sweating and other blurry vision tingling on the feet. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did alleging insulin pump for over delivery, as per daughter her father was following the right process of delivering a bolus. The insulin pump and reservoir will not be returned for analysis.